Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.